Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported there were issues connecting the heartmate touch to the blue tooth adapter. The device was not showing up on the heartmate touch when attempting to connect by pressing the grey button on the adapter. The blue tooth adapter was unplugged and plugged back in and then exchanged.

Manufacturer narrative:
Corrections: b5, d4, d9, h6. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported on 15jan2026 that the cause of the heartmate touch connectivity issues was identified to be the patient cable between the system controller and power module, not the heartmate touch wireless adapter.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section g3: date received by manufacturer of the previous report was 15jan2026. Manufacturer's investigation conclusion: the reported event of a communication issue was not confirmed. The provided information indicated the wireless adapter was exchanged during troubleshooting; however, the issue was then traced to the patient cable. Multiple attempts were made to obtain additional information regarding the lot number of the patient cable, details of any troubleshooting steps taken, if any equipment was exchanged, and if the patient cable would be returned; however, no additional information has been provided and to date, the patient cable has not been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the lot number of the heartmate power module 14v patient cable not being reported. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 8 of the IFU, entitled ¿equipment storage and care¿, addresses how to properly care for, maintain, and store all equipment for proper use including the power module. Section 4 of the IFU, entitled ¿heartmate touch communication system¿, gives instruction on how to connect to the heartmate touch and how to use the heartmate touch. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The connectivity issues resulted in a brief delay in ability to start the patient's right heart catheter procedure. The adapter exchange successfully resolved the connectivity issues. The cause was believed to be a bluetooth issue.